Manufacturer narrative:
(B)(4). Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No history anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected pump error 4 alarms or pump error 15 alarms noted during testing. Pump error 4 followed by pump error 15 were present in pump history file, problem isolated to all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
The customer reported via phone call stated that the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero on the insulin pump. The customer¿s high blood glucose level was 271 mg/dl . The customer stated that she had received multiple power error detected alarms in the night. It was reported that the alarm occurred for every four hours. The insulin pump will not be returned for analysis.